Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was feeling dizzy, lethargic, and had increased thirst. His cgm was reading 346 mg/dl, and the bg meter was reading 93 mg/dl. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient and reporter could not recall if they took the patient¿s bg meter reading, however, the patient was transported to the emergency room (ER). The patient was admitted and can not recall the medication and/or treatment provided to him while admitted. He did report that his length of stay was related to his kidneys and heart being checked. He was discharged home after 4 days. The patient was in good condition at this time. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).